Event description:
Presents 6/10/97 for heart catheterization, for a second opinion of aortic stenosis. During the cath, during course of left ventricular injections, staining of the myocardium was appreciated as well as staining into the pericardial space. Pt remained hemodynamically stable. No evidence of tamponade or compromise of b/p throughout remainder of case. Surgical team notified due to the pericardial staining. Pt to or 6/10/97 for CABG and avr, repair of ventricular perforation. Also pt noted to have had a global/hypoxic/ischemic episode (neurological) during this hospitatization.